Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an elective device change out procedure, the left ventricular lead was capped and replaced due to chronic high thresholds. The patient was in stable condition post surgery.